Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, the right ventricular lead exhibited noise, high capture thresholds and low impedance. The noise could not be reproduced. The patient was asymptomatic. The physician has elected to monitor the lead.